Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported seeing a poor communication screen on his programmer. He used an antenna and confirmed it was secure, but still could not sync with the implantable neurostimulator (ins). His programmer would not connect with or without the antenna since about one week prior to (B)(6) 2016. It was not an out of box failure. The patient was also experiencing constipation and it was a gradual change about the same time as the connection issues. The patient later reported that he got the replacement equipment, but was still getting poor communication. The patient&#62688;indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.